Event description:
A peritoneal dialysis (pd) patient reported they had peritonitis. A pd nurse later clarified that the case of peritonitis was due to an unknown reason. The patient was admitted to the hospital on (B)(6) 2015 and placed on broad-spectrum antibiotics. The patient's fluid was cultured and there was no organism grown after five days. The patient was discharged to home in stable condition on (B)(6) 2015.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of plant's investigation.